Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient, (B)(6) 2026, he passed out on a coffee table. His wife found him coming in and out of consciousness, so she called for an ambulance. The patient is unable to recall the cgm readings prior to passing out or when they arrived at the hospital. The patient stated his bg was checked however he was unable to recall the values. After arriving at the hospital, the patient threw up and felt nauseous. The cgm and pump were taken off and he was given saline (IV fluid) and a glucose drip. The patient mentioned they had trouble keeping their sugar up. His glucose eventually went up to 180mg/dl and then to 330mg/dl (he was being checked with a fingerstick). He was treated with insulin (IV) for hyperglycemia. The patient stayed for a day and a half at the hospital and was discharged on around 12:00pm on (B)(6) 2026. At the time of the report, the patient was stable and feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hypoglycemia/hyperglycemia.